Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of incorrect k results was the potassium electrode. The electrode was replaced. There were no further reports of issues. Associated MDR: 9612296-2014-00118.

Event description:
The customer reported an au2700 chemistry analyzer generated false-high potassium (k) results on two dates for two patient samples. This MDR reports the event that occurred on (B)(6) 2014. On (B)(6) 2014, the instrument generated a k result for one patient sample with instrument-generated flags that indicated the result was higher than facility-established ranges. The patient sample was retested on an alternate instrument in the laboratory and a k result within facility-established ranges was generated. There were no erroneous results reported out of the laboratory. Patient treatment was not impacted in connection with this event. Review of customer data shows that ion-selective electrode (ise) calibrations passed. Quality control (qc) results were acceptable and within facility-generated ranges. The customer confirmed that samples integrity was not an issue.